Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while manipulating the unknown right ventricular catheter the patient developed complete heart block. The right ventricular (rv) lead was affixed to the mid septum, and interrogation revealed appropriate pacing and sensing parameters. Upon retesting at the end of the procedure the rv lead parameters had increased and the r wave had fallen. The rv lead was mobilized and advanced to the right ventricular outflow tract (rvot). This caused symptoms of chest pain, sweating and hypotension which all resolved. The bedside echocardiogram demonstrated a global 1 centimeter pericardial effusion due to the rv perforation. No treatment required at this time. Patient discharged home approximately seven days following the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient presented to emergency with chest pain due to pericarditis. The patient was ad ministered anti inflammatory pain medication. While hospitalized the patient developed atrial fibrillation (af) due to pericarditis and was started on antiarrhythmic medication. Subsequently, the rv lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study.